Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had suffered a patellar fracture approximately 10 months post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Per the persona knee system all-poly patella package insert, pain, swelling, and bone fracture are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an open reduction and internal fixation due to bone fracture approximately 10 months post operatively. Prosthesis remained implanted. No additional patient consequences were reported. Attempts have been made and no further information has been provided.